Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: investigation summary: background: it was reported that on an unknown date, the patient underwent removal of femoral neck system. The patient suffered from avascular necrosis. It is unknown if there is surgical delay reported and if the procedure was successfully completed. This complaint involves six (6) devices. Investigation flow: adverse event (no reported product problem). Visual inspection: the femoral neck system pl 1 hole - sterile (p/n: 04.168.000, lot number: 40p6532) was received at us cq. Visual inspection of the complaint device showed some drill marks inside the rounded section, and that the flat part had been cut off as saw marks were observed. There was no evidence of the device bending or breaking. The plate was likely cut during extraction. No product issues/defects identified. Investigation conclusion: this complaint is not confirmed as no defects were identified that would contribute to the adverse event. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: the batch number 40p6532 corresponds to the subcomponent article# 60123890. Part: 60123890. Lot: 40p6532. Manufacturing site: grenchen. Release to warehouse date: 19. February 2020. A manufacturing record evaluation was performed for the subcomponent# 60123890, lot# 40p6532, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient underwent removal of femoral neck system. The patient suffered from avascular necrosis. It is unknown if there is surgical delay reported and if the procedure was successfully completed. The patient suffered from avn. This complaint involves six (6) devices. This report is for (1) femoral neck system plate 1 hole - sterile. This report is 1 of 6 for (B)(4).